Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. Visual inspection noted the reloads were partially fired and the interlocks were engaged and the jaws of the reloads were open. For the first reload, the sled and staples were visible at the 4.7cm cut line. Staple pushers were visible at the 5.2cm cut line and the jaws were bent to one side. There were deformed anti-friction nylon pads on I-beam. A scratch was observed on the cartridge side jaw, which might have been made when the I-beam advanced forcefully in clamping the jaw or firing. While the second reload, the sled and staples were visible at the 3.2cm cut line and the staple pushers were visible at the 4cm cut line. It was reported that the jaws of the reload did not close completely. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device was applied on over indicated tissue. It was also reported that the physical appearance of the product was different than expected. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectal resection, while at rectum transection, there was a bit of red seen from unload, this was from the red indicator slightly seen from the unload button of the adapter, and the jaws did not completely close when the opening/closing was checked, however, firing was performed. A new reload was used to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
Concomitant product: unknown signia egia adapter (serial #: unknown); sigphandle, sig power sigphandle handle (serial #: unknown); sigpshell, sig power sigpshell control shell (lot #: unknown); egia60amt egia 60 artic med thick sulu (lot #: p2f0519). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectal resection, while at rectum transection, there was a bit of red seen from unload, and the jaws did not completely close when the opening/closing was checked, however, firing was performed. A new reload was used to complete the case and resolve the issue. There was no patient injury.